Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from the helical channel. The distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). There was a tip seal observation.

Event description:
It was reported that during the implant of the right ventricular lead the threshold was not adequate, and upon repositioning the helix would not extend after multiple attempts. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.